Event description:
It was reported that the patient¿s lead migrated and was revised. Approximately 3 weeks later, it was reported that multiple reprogramming and fluoroscopy images showed lead migration. Stimulation was reportedly not covering the painful area. The healthcare provider thought that the anchor didn¿t hold that it moved. After the revision, the patient was getting coverage like before.

Manufacturer narrative:
Concomitant products: product ID 97791, lot # unknown, product type accessory; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).